Manufacturer narrative:
Product analysis: analysis noted the stylus was not working. The stylus was replaced and the touchscreen was calibrated with the new stylus. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer originally returned as an with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.